Manufacturer narrative:
The account reported that during the use of the viking lift, the sling harness got detached from the slingbar, the patient fell and sustained a laceration to the head requiring stitches. The slingbar latch detached during the incident. The hillrom technician was able to confirm that the viking m functioned as designed and did not exhibit any malfunction. The latch involved in the event could not be provided by the facility for inspection by the hillrom technician. Therefore, it is unclear if the latch got released prior to, during or after the patient fall. A bruise or hematoma is an injury to tissues with skin discoloration and without breakage of skin. Blood from the broken vessels accumulates in surrounding tissues, which may produce pain, swelling, tenderness, and discoloration of the skin. Most bruises/hematomas heal without treatment, cold compresses may reduce bleeding if applied immediately after the injury, and may reduce swelling, discoloration, and pain. An abrasion is a wound that is no deeper than the epidermis if bleeding is present it is minimal. Superficial abrasions or are not considered a serious injury as treatment is not required to preclude permanent impairment of a body function or permanent damage to a body structure. The customer confirmed patient was assessed and examined and further treatment was not required, and patient was scheduled for a routine check-up with their gp. The most likely cause of this incident is that the harness was not properly attached to the slingbar. The instructions for use for the viking m (7en137107 rev. 4) state: before lifting, always make sure that: the lifting accessories are not damaged. The lifting accessory is correctly attached to the lift. The lifting accessory hangs vertically and can move freely. The lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The latches are intact. Missing or damaged latches must always be replaced. The latches are present to ensure the harness stays in place when the harness is slacked. This occurs when the harness is not under tension, in other words when no patient is lifted in the sling. Further, the latches are designed to release the sling harness or release from the slingbar before a patient is lifted. A lift with missing or damaged safety latches should not be used according to IFU of the viking m: inspection and maintenance for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. Check the sling bar attachment. Check the functionality of the latches. Although the reported event did not result in serious injury, hillrom is conservatively reporting this event due to the fall.

Event description:
Hillrom received a report from the account that the viking m safety hook detached while a patient was being transferred. The customer reported the patient had a head injury as a result of this alleged malfunction. It was initially reported that during the use of the viking lift, the safety hook detached during patient transfer, and the patient sustained a laceration to the head requiring stitches. It was later reported that the patient, with a history of dementia, fell 1 meter during transfer and landed his head on the metal bar of the device sustaining isolated bruising marks, an egg-sized hematoma on the left occipital, and a 20mmx 3mm abrasion. There was no report of pain of the patient¿s cervical spine. A cct and x-ray were performed which showed no signs of fresh bleeding or fracture. The patient¿s abrasion was cleaned, bandaged and no further action was provided. This report was filed in our complaint handling system as (B)(4).